Manufacturer narrative:
The device is currently being returned to the resmed design house located in sydney, australia for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a delayed power-up after an auto power-off event while using an external battery. There was no patient injury reported as a result of this incident.